Event description:
The technical support engineer was informed by the biomedical technician via telephone that the evis exera iii video system center reportedly had a b30 scope communication error with two 190 series endoscopes. The biomed was unable to troubleshoot at the moment as the monitor was in use in another room. The biomed was advised to clean the scope connector contacts and not to hot swap the scopes. The biomed will call back. No patient injury or harm was reported.

Manufacturer narrative:
The biomed further reported the referenced cv-190 will not be returned as it is currently in use with no issues. The biomed advised the problem was resolved as the problem was due to the scopes. He tried another scope and it worked appropriately. However, he does not have any information on the scopes as the user has it. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the problem with the scope could not be identified. Olympus will continue to monitor field performance for this device.